Event description:
Note: this report pertains to the first of two malfunctions that occurred during the same procedure. It was reported to boston scientific corporation that a speedband super view super 7 ligator device was used to treat an esophageal varix in 2008. According to the complainant, after deploying the bands, the physician felt like the bands were "loose". Additional information revealed that the physician opined that the bands were loose since the color of the varix didn't look "choked off like it usually does." The physician noted that the band fell off the varix. A second speedband superview super 7 ligator device was used to continue the procedure. Refer to MFR report #3005099803-2008-00438 for details regarding the second device.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the reported malfunction is undetermined. A review of the device history record of the pertinent lot was performed; no anomalies were noted. A review of the complaint database revealed one additional complaint reported for the lot (see associated manufacturer report #3005099803-2008-00438). The 2008 15-month band ligation product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.